Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. No additional information was provided, we have not been able to establish a relationship between the reported event and the device or determine a root cause on this occasion. Probable causes include kinks, leaks and blockages in the vacuum circuit, the IFU offers further guidance. Medical review concluded: responses to clinical requests were not provided. S+n has not received the device and/or adequate documentation to fully evaluate the root cause of the reported events. The patient impact beyond the reported events could not be determined based on the limited information provided. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. The associated risk files contain details relating to harm. However, as no harm has been alleged then additional review is not required. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device no batch/lot number has been provided, therefore a review of the device history has not been possible. The complaint history review found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the console goes into alarm with an error code: obstruction. Negative pressure therapy was interrupted and a dry dressing was applied. No patient harm reported.